Event description:
The clinician reported that on the day the immediate dental implant was placed in ada site 4 in the mouth, primary stability was not achieved in type iii bone. Clinician reports a local infection. The patient's implant shifted after placement into area that was either devoid of bone or of lesser quality. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate dental implant was placed in ada site 4 in the mouth, primary stability was not achieved in type iii bone. Clinician reports a local infection. The patient's implant shifted after placement into area that was either devoid of bone or of lesser quality. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.